Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Both left and right side brakes are no longer locking properly on this rollator.